Event description:
Reporter called on behalf of her dad to submit a report about malfunctioned omnipod. The reporter stated that the omnipod pumps her dad is using have been leaking. She said so far, he had used 4 of them and all of them are leaking. She also said he is experiencing itching, rashes and discomfort because of the leak. Pt: 1943, 2033, 2330. Device code: 1250. Ref: mw5188803, mw5188805, mw5188806.